Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer dispatched a field service engineer for evaluation and the customer¿s complaint was confirmed. The device's blower motor, system board, and machine flow sensor were replaced to address the issue.